Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted. Additional information from the field representative provided this lv lead had dislodged and exhibited loss of capture. Another lv lead was implanted to complete this procedure. This lv lead has not been returned at this time. No additional adverse patient effects were reported.